Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.